Event description:
As reported: primary g3 surgery was performed on (B)(6) 2015. The patient fell and re-fractured the bone at under the u-lag screw of g3. Revision surgery for removing g3 and replacing long nail was performed on (B)(6) 2025. During surgery, the tip of the t-handle became bent due to the hardness of the bone during removal. This record covers the bent t-handle."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: during visual inspection of the received u-blade lag screwdriver, pegs of the screwdriver found bent. The deformation of the pegs suggests that an excess torsional force has been applied in the anticlockwise direction due to which its tip has got slightly tilted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by the application of excess torsional force during explantation. If more information is provided, the case will be reassessed.

Event description:
As reported: primary g3 surgery was performed on (B)(6) 2015. The patient fell and re-fractured the bone at under the u-lag screw of g3. Revision surgery for removing g3 and replacing long nail was performed on (B)(6) 2025. During surgery, the tip of the t-handle became bent due to the hardness of the bone during removal. This record covers the bent t-handle.".